Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper could not be removed on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo showed closure separation, where the stopper remained within the tube while the hemogard shield was removed. Additionally, 29 retained samples underwent functional tests, with results showing that no closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode closure separation based on photo analysis. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper could not be removed on unspecified number of tubes. There was no health impact or consequence reported.